Event description:
Customer reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needled stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.